Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis, manifested by fatigue. The cause of the event was not reported. It was not reported if the patient was hospitalized for the event. The patient was treated with unspecified antibiotics for peritonitis. Action taken with pd therapy was unknown. At the time of this report, the patient was recovering from peritonitis. No additional information is available.

Manufacturer narrative:
Additional information: b5, b6 and b7. B5: upon follow-up, it was reported that the cause of peritonitis was unknown. The patient was going to the emergency room to do manual therapy and to be given the antibiotic (tobramycin) for the event. At the time of this report, the patient has recovered from peritonitis. Should additional relevant information become available, a supplemental report will be submitted.